Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the correct amount of insulin was not being delivered via bolus. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information regarding the issue.